Event description:
During a coronary drug eluting stenting treatment procedure, the stent balloon devloped a pinhole. The lesion being treated was a saphenous vein graft (svg). It is noted that this is an off label use. The physician used a choice pt wire es j 300 cm to reach the svg. A 3.0 x 10mm cutting balloon was inflated several times. As the physician retracted the cutting balloon, resistance was felt and an atherotome became detached from the balloon catheter. The physician decided to leave the atherotome in the patient. The physician then removed the guidewire and cutting balloon together. Upon removal of the guidewire and cutting balloon, the physician felt that the cutting balloon was stuck on the guidewire. A 3.0 x 20mm maverick balloon was inserted and inflated to 18 atms; however, the balloon developed a pinhole. The maverick balloon was removed from the patient's body intact. The physician then went in an successfully deployed a taxus express2 3.50 x 20mm drug eluting stent; however, the stent delivery balloon developed a pimhole during deployment. The stent delivery balloon was removed from the patient's body intact.a second taxus express2 3.50 x 24mm drug eluting stent was successfully deployed to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".